Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged hospitalization, hallucinations, weakness and exhaustion. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to CPAP's sound abatement foam and caused hospitalization, hallucinations, weakness and exhaustion.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged hospitalization, hallucinations, weakness and exhaustion. There was no medical intervention required by the patient. The reported events of hospitalization, hallucinations, weakness and exhaustion were reviewed by the manufacture's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hospitalization, hallucinations, weakness and exhaustion that are related CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed an unknown white contamination (dust-like), at the air inlet of the blower box and in the iso port. Light dust-like contamination on top and bottom of the blower motor and the blower motor seal. Light unknown tan dust-like contamination in the blower box. Light black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.